Event description:
In 2009, a doctor informed kerr corporation that the demi was affecting his eyes. More specifically, by midday he was seeing black spots.

Manufacturer narrative:
In july of 2009, the doctor was contacted for more information regarding the incident. The doctor stated that he did not use the protective light shield which protects the eyes of the operator from the light emitted from the light guide when the unit is in use. The safety precautions specified in the user manual state that suitable eye protection should be worn while the unit is in use. The doctor did not follow this warning. The doctor's allegation that light emitted from the demi caused macular degeneration is unfounded. The wavelength of uv radiation is 286 - 400nm. Uv rays within this range are considered harmful and can cause macular degeneration. The light emitted from the demi has wavelengths of 450 - 470nm which is well above the uv range and could not have caused the alleged macular degeneration.

Event description:
See MFR's report # 3007566237201001832 for info regarding the pt's initial pump replacement. One week after the pt's pump replacement, the pt's incision was red and "puffy." The physician told her that "it was infected." The medication being delivered via the device system was not reported.

Manufacturer narrative:
The device was not returned to kerr corporation; therefore, no evaluation could be conducted. The doctor states that when he uses the demi, he gets blurry vision in the middle of his eye that lasts for several hours. He stated that he saw a doctor immediately upon the first occurrence of blurriness, and the doctor alleges he has macular degeneration. No medication is being taken for this condition.